Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit securely on the pump. There was no reported impact to the customer's blood glucose level. Customer continued to use the cartridges for insulin therapy.